Manufacturer narrative:
Citation: bajrangee a et al. Early and mid-term outcomes after transcatheter aortic valve implantation (tavi) in ireland. Ijc heart <(>&<)> vasculature. Sept 2017; 16:1-3. Doi.org/10.1016/j.ijcha.2017.06.001 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes following transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2008 and 2014. The study population included 147 patients (predominantly male; mean age 82 years), 87 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: myocardial infarction (mi), cerebral vascular accident (cva), major vascular and bleeding complications, left bundle branch block (lbbb), atrio-ventricular (av) block, new permanent pacemaker implant, and aortic and mitral regurgitation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.